Event description:
Medicine was leaking out of the syringe and mentioned that the medication was leaking from the top bit that connects to the needle [syringe issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns adverse events of syringe issue and no adverse event in a patient (gender, age and race were not reported) from the united states. The patient's age at the time of experience was not reported. On 31-jan-2024, amneal pharmaceuticals received information from medical assistant via telephonic call concerning above mentioned adverse event experienced by the patient while on amneal's medroxyprogesterone acetate. On (B)(6) 2025, the patient was being treated with medroxyprogesterone acetate prefilled single-dose syringe 150 mg/ml (ndc: 70121-1480-01, batch no: 240155, expiration date: may-2026, s/n: (B)(6)) (route was not reported) for an unknown indication. Concurrent condition, concomitant medications, smoker, alcoholic, allergy, medical history, history of procedures, surgeries, laboratory tests and recreational drug use were not reported. It was reported that on (B)(6) 2025 the patient purchased the sealed medication from the pharmacy and on the (B)(6) 2025, while one of their nurse's administering the medication, they noticed that medicine was leaking out of the syringe and mentioned that the medication was leaking from the top bit that connects to the needle. However, the dose was administered to the patient. Further she confirmed that patient did not experience any side effects. Last action taken with medroxyprogesterone acetate to syringe issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome for the events of syringe issue and no adverse event were unknown. The reporter did not provide the causality for the events of syringe issue and no adverse event with respect to medroxyprogesterone acetate. This case was considered serious. The reportability of this case was expedited. This significant follow up (#1) information received on 11-apr-2025. New information received includes qa investigation report. During the investigation it is confirmed that: aseptic filling and visual inspection processes of batch 240155 were conforming. No record found in relation to the problem statement. Dose control ipcs reviewed and confirmed to be compliant. The related material batches used on the manufacturing of batch are compliant and have been used for the manufacture of other released final units. Retention and reference samples are compliant. Batch record documentation with no issues inspection of particles and visible defects with no anomalies. Stability results reviewed with no detected issues. Qc release testing (and specifically cclt, container content, gliding force and break loose) reviewed with compliant results apr reviewed with no issues. After finishing investigation, it was concluded that issue is not likely to have occurred during manufacturing process performed in farmalan premises. Bearing in mind all the previous information, batch 240155 maintains its status as conforming as it has no impact on product quality, efficacy or safety. The units that are in the market and that have already been released are not impacted for this complaint. Last action taken with medroxyprogesterone acetate to syringe issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome for the events of syringe issue and no adverse event were unknown. The reporter did not provide the causality for the events of syringe issue and no adverse event with respect to medroxyprogesterone acetate. This case was considered serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
Medicine was leaking out of the syringe and mentioned that the medication was leaking from the top bit that connects to the needle [syringe issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns adverse events of syringe issue and no adverse event in a patient (gender, age and race were not reported) from the united states. The patient's age at the time of experience was not reported. On (B)(6) 2024, amneal pharmaceuticals received information from medical assistant via telephonic call concerning above mentioned adverse event experienced by the patient while on amneal's medroxyprogesterone acetate. On (B)(6) 2025, the patient was being treated with medroxyprogesterone acetate prefilled single-dose syringe 150 mg/ml (ndc: 70121-1480-01, batch no: 240155, expiration date: may-2026, s/n: (B)(6)) (route was not reported) for an unknown indication. Concurrent condition, concomitant medications, smoker, alcoholic, allergy, medical history, history of procedures, surgeries, laboratory tests and recreational drug use were not reported. It was reported that on (B)(6) 2025 the patient purchased the sealed medication from the pharmacy and on the (B)(6) 2025, while one of their nurse's administering the medication, they noticed that medicine was leaking out of the syringe and mentioned that the medication was leaking from the top bit that connects to the needle. However, the dose was administered to the patient. Further she confirmed that patient did not experience any side effects. Last action taken with medroxyprogesterone acetate to syringe issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome for the events of syringe issue and no adverse event were unknown. The reporter did not provide the causality for the events of syringe issue and no adverse event with respect to medroxyprogesterone acetate. This case was considered serious. The reportability of this case was expedited.